Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having problems with the insulin pump. The device delivered insulin properly and the customer's blood glucose was stable, but the customer continued having problems with value of hemoglobin. The customer had a consultation in the hospital, and the doctor believes that the problem with the hemoglobin is caused by the insulin pump. No further information was provided.